Event description:
The facility had stated that the surgeon successfully implanted a model cc4204bf intraocular lens. After the implant, the surgeon changed his mind and removed the lens as he felt another style of lens would be better suited to this pt's ocular anatomy. There was no product malfunction and there was no pt injury. The model for the cartridge and injector used to deliver the lens was not specified. The lot numbers for these items was not specified as well.